Event description:
The pt reported he went swimming in the ocean with his insulin infusion device. He stated while in the ocean he noticed his device vibrating. The pt stated he took the infusion device off and is now using insulin injection therapy. He stated the device is completely saturated with water and that water is visible in the screen after letting it dry out for 24 hours. He said he has left his infusion device on in the ocean before. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.